Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, and while assessing position, anchor, size, and seal (pass) criteria, it was noticed that there was a pericardial effusion. The device was release, and a pericardial tap was completed to treat the effusion. Two (2) units of blood was given to the patient during the pericardial tap procedure. The flow did not slow down enough to transfer the patient to the intensive care unit (ICU), so a cardiovascular surgeon open the patient's chest and placed the patient on cardiopulmonary bypass. The closure device was then removed from the patient and a clip was placed on the laa. The patient was taken to the ICU and was extubated the same day. The patient was scheduled to be discharged by (B)(6) 2023.